Event description:
It has been reported to philips that the system failed to startup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that it failed to startup. The rse identified that on boot up the the system displayed an error message stating that according to the bios, the hard drive could not be found. The customer removed and reinstalled hard drive. The bios started working, but there was an issue with loading the software. The philips field service engineer (fse) replaced the host pc, hard disk spare part and reinstalled the software. Review of the system log file identified a gap in the logging around the time of the event, which as the host pc is responsible for maintaining the logging, indirectly indicates a host pc malfunction. The defective host pc was returned for further analysis. The supplier's part analysis confirmed the malfunction of host pc and failed component was video graphics array (vga). After the replacement of host pc and hard disk spare part, the system was returned to use in good working order. The codes were updated based on the investigation outcome.